Manufacturer narrative:
Product analysis: no product was returned.  Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a native valve with aortic regurgitation (ar), the patient¿s pressures began to decrease. During deployment, a decision was made to place the patient on extracorporeal membrane oxygenation (ECMO) to stabilize the hemodynamics. While on ECMO, the valve was implanted. It was reported that the innominate artery was tortuous and the anatomy was mildly calcified. No additional adverse patient effects were reported.